Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information received, the cause for the reported event could not be conclusively determined.

Event description:
A 12mm amplatzer septal occluder (aso) was difficult to position and catch the aortic rim. The aso was placed, looked fine and released. The aso flipped slightly once the tension was off of the delivery cable but positioned appropriately. The next day, a tte was done and the aso had embolized into the left ventricle. The patient was taken to surgery were the device was successfully removed and the patient is doing fine.